Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 300 to 400 mg/dl. It is unknown what caused the high blood glucose. There were no details of treatment. No further information was provided.